Event description:
It was reported that a pt was restrained with the product secured in back of the wheelchair. The pt fell forward onto the floor and sustained a knot on her head and a contusion on her nose.